Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle sftygld 21x1 rb tw had foreign matter. The following information was provided by the initial reporter: it was reported that the nurse caught the foreign matter before using on the patient.

Manufacturer narrative:
H.6. Investigation: two photos and four packages were received. The packages were sealed needles from smiths medical and were not evaluated. One photo showed the top web of a package showing it to be from batch #0269688 (p/n 305915). One photo showed a closeup of a needle with a small fiber of foreign matter extending from the needle body. Another small fiber of foreign matter could be seen extending from the needle bevel. The foreign matter appeared to be larger enough to be considered defective per product specification. Potential root cause for the foreign matter defect is associated with the needle supplier¿s manufacturing process. The photos will be forwarded to the needle supplier for further evaluation and investigation. Further investigation performed. 2 photos were provided. One photo shows a needle assembly out of the packaging blister with no plastic shield. The needle has debris one at the middle and the other one at the needle tip. From the photo it is unclear the type of material of the debris. The second photo shows a packaging blister top web. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. With no sample analysis a probable root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that needle sftygld 21x1 rb tw had foreign matter. The following information was provided by the initial reporter: it was reported that the nurse caught the foreign matter before using on the patient.